Manufacturer narrative:
Medtronic received the following information from a journal article entitled; outcomes of endovascular stent graft repair for penetrating aortic ulcers with or without intramural hematoma jiang x, pan t, zou l, chen b, jiang j, shi y, ma t, lin c, guo d, xu x, yang j, shi z, zhu t, dong z, fu w journal of vascular surgery. 2021 may;73(5):1541-1548. Doi: 10.1016/j.jvs.2020.10.022 if information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in the endovascular treatment of a penetrating aortic ulcer (pau) and intramural hematoma (imh) on an unknown date. It was reported at the 24 month follow-up, the patient was diagnosed with asymptomatic distal stent-induced new entry (sine) tear. This was then medical managed. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.